Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm power error. It was also stated that they receive an error and tells them to rewind every time they put in a new vial of insulin. The blood glucose readings were 13.9 mmol/l. The customer was advised to remove the battery from the insulin pump and monitor the notification light. The customer was given a list of instructions to follow once the call ended.